Event description:
Healthcare professional reported capsular contracture baker grade iii of a non-(B)(6) device. This record is for the right side. Device was explanted. Patient code: 1761, 1924. Device code: 4001. Referencing report mw5189244. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).